Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurring restart alerts with alert 38 indicating a motor stall, resulting in interrupted insulin delivery and difficulty connecting sensors; the device was restarted but the alerts persisted, and a replacement ilet was provided with return instructions. Symptoms included high blood glucose. Outcomes included no hospitalization or other medical interventions. Investigation included collection of user-reported event details and replacement of the device for further assessment. Investigation of this device revealed a suspected device malfunction related to the insulin delivery motor, consistent with a consecutive motor stall, with the pump component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation.